Manufacturer narrative:
Device evaluated by manufacturer: only the coil was returned for analysis, the delivery wire was not returned. The coil was stretched and found to be covered in dried blood. The interlocking arm was broken from the coil and was not returned for analysis. Weld marks were present to confirm the interlocking arm was attached during manufacturing. The coil and delivery wire are supplied interlocked inside the introducer sheath indicating the interlocking arm of the coil was present initially. The coil zap tip shape and surface was smooth. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during an embolization treatment procedure, the coil failed to detach. A .035 interlock 2d 6mm x 10cm was being used for treatment; however, the coil failed to detach from the interlocking arm mechanism. It was also noted that the delivery wire kinked. The device was removed and the procedure was completed with another of the same device. There were no reported patient complications and the patient status is stable. However, returned device analysis revealed a broken/detached coil interlocking arm.